Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The customer stated that two kits of axsym troponin reagents, (same lot 49238m201) has lids that do not open, on one kit and the lid is defective on bottle# 1 and the other reagent on bottle #3. There is no impact to pt management reported.